Manufacturer narrative:
As reported through a literature article, ¿optimizing transcatheter mitral valve replacement with direct, continuous transvalvular haemodynamic evaluation: first-in-man¿, a case study of an 85-year-old male patient who had 33mm epic valve was implanted. It was later reported that the patient developed prosthetic mitral valve dysfunction with severe regurgitation. Due to the patient's high surgical risk, a decision was made to perform a transcatheter mitral valve replacement with a 29mm + 4ml edwards sapient s3. The article concluded that although further data are necessary, this first-in-man case illustrates a potential new indication of the savvywire for transcatheter mitral valve replacement procedures. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "optimizing transcatheter mitral valve replacement with direct, continuous transvalvular haemodynamic evaluation: first-in-man", was reviewed. The article presented a case study of an 85-year-old male patient. It was reported that on an unknown date, a 33mm epic valve was implanted. It was later reported on an unknown date, the patient developed prosthetic mitral valve dysfunction with severe regurgitation. Due to the patient's high surgical risk, a decision was made to perform a transcatheter mitral valve replacement with a 29mm + 4ml edwards sapient s3. The article concluded that although further data are necessary, this first-in-man case illustrates a potential new indication of the savvywire for transcatheter mitral valve replacement procedures. [The primary and corresponding author was jean-michel paradis, quebec heart and lung institute, laval university, 2725 chemin ste-foy, g1v 4g5 quebec city, quebec, canada, with corresponding email: jean-michel.paradis@criucpq.ulaval.ca]